Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked from the catheter. The doctor confirmed that the catheter was damaged. The patient was allegedly unable to move. It was later reported that the catheter was inserted into the patient on (B)(6) 2017. One day after insertion, the user found that urine leaked from the catheter. The user removed the catheter after the balloon was deflated. Upon inspection, there were 4 cracks on the shaft of the catheter. The patient reportedly has heart failure and was too weak to tug on the catheter.

Manufacturer narrative:
Received only catheter. The reported event was confirmed as user related. Per evaluation, no water leakage was found. The sample was examined and observation found a jagged tear on the shaft. The tear appears to be from an external force from a sharp object. The exact cause of sample condition could not be determined and could not be assigned a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that urine leaked from the catheter. The doctor confirmed that the catheter was damaged. The patient was allegedly unable to move. It was later reported that the catheter was inserted into the patient on (B)(6) 2017. 1 day after insertion, the user found that urine leaked from the catheter. The user removed the catheter after the balloon was deflated. Upon inspection, there were 4 cracks on the shaft of the catheter. The patient reportedly has heart failure and was too weak to tug on the catheter.